Event description:
The customer called to report a failed battery test alarm and blank display. Troubleshooting was performed and the display remained blank. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to a corroded battery tube. Unable to perform the displacement test due to the corroded battery tube. No moisture damage was found on the electronic assembly.